Event description:
It was reported that during implant surgery, the patient showed a rapid increase in pulmonary artery pressure with suprasystemic values; the patient's hemodynamics were unstable. Despite medication intervention, the patient emergently required extracorporeal membrane oxygenation (ECMO) for right ventricular support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported right heart failure pulmonary hypertension could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2022. The heartmate 3 lvas instructions for use (IFU) (rev. C) lists right heart failure and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.